Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. Per the study the outpatient management of air leaks is safe and effective.

Event description:
Received an article titled "outpatient air leak management after lobectomy: a cms cost analysis". The purpose of the article was to evaluate the safety and cost efficiency of a protocol for outpatient management of air leaks with a portable drainage system (pds). Per the article adverse events included: cardiac arrhythmia related to non-stemi, surgical site infection, blood loss requiring transfusion, atelectasis / pneumonia, deep vein thrombosis, shortness of breath, incisional pain and pleural effusion.